Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. One certain® ratchet extension - long 3.4mm(d) (imre200) was returned for investigation. Visual evaluation of the as returned products identified that they were engaged. There was signs of wear on the device. Functional testing to recreate the reported event was performed and the device could not be disengaged. Pre-existing condition noted in the per was 'moderate bone density- type ii'. The implant was being placed on tooth 14 (fdi) when the incident occurred. DHR review could not be performed for the imre200 since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the imre200 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: does not disengage/release). September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant could not be disengage from the implant during its placement. Procedure was completed using a different implant and driver.